Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned witht he needle button depressed, due to this condition, it is not possible to determine if t he needle button had inadvertently retracted duing use.

Event description:
The patient stated the needle retracted out of the v-go four times, after being worn for approximately 6 hours. The timeline was the first occurred two months ago, the second one month ago, the third a week ago, and the last he noticed last night, (B)(6) 2019, at about 11:10pm. The patient stated he did not accidentally hit the needle release and did not bump into anything.